Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. It was reported the device was not used past its expiry. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an advanix pancreatic stent was used in an endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, on (B)(6) 2018, while the endoscope was being pre-cleaned and brushed in preparation for a procedure, an advanix pancreatic stent came out of the working channel as the cleaning brush was being pushed down the biopsy channel. The stent was not introduced into the patient during the procedure, and it is suspected that the stent was lodged in the scope before the procedure had started. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. Following the procedure, the patient was given a phone call and was informed of the potential risk of infection due to the device issue. There was no further action reported for this patient. No treatment or hospital stay were reported due to this incident.